Manufacturer narrative:
The customer's reported complaint of the thermogard xp ivtm system sn (B)(6) displayed a tcmid:07 (coolant temp high) message was confirmed during the review of the event logs but was not confirmed during functional testing. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. Event log data review was performed and revealed six instances of tcmid:07 (coolant temp high) error messages; thus, confirming the reported complaint. The thermogard xp ivtm system passed all functional tests with no issues. The customer reported complaint was not reproduced during testing. The console was tested, and no issues or errors were observed. The console was run for 2 hours, in case the issue was intermittent, however, the console functioned as intended. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.

Event description:
During setup for ivtm therapy, the thermogard xp ivtm system sn (B)(6) displayed a tcmid:07 (coolant temp high) message. Another thermogard system was used to treat the patient. No consequences or impact on the patient.